Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received no delivery alarm. The customer's blood glucose was 401 mg/dl at the time of incident. The customer had symptoms such as frequent thirst and urination. The customer treated with an injection. The customer was assisted with rewinding the pump, reinserting the reservoir and running manual prime to 5.0 units. The customer stated that the pump did not alarm no delivery. The customer was advised to revert to back-up plan. The insulin pump will not be returned for analysis.